Event description:
The customer claims that the cable is shorting and not sending a signal to the alarm when pressure is released from the sensor pad. They also reported that the cables are being hung on the foot board of the bed. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).